Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue was not confirmed. There was no report of any damage noted to the balloon dilatation catheter (bdc) during preparation prior to use, which suggests that a product quality issue did not contribute to the reported complaint. In this case, a conclusive cause for the reported deflation issue could not be determined as the reported complaint could not be confirmed during return analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported procedure was to treat a lesion in the right coronary artery. The 2.25x12 mm trek rx balloon was inflated once just over 8 atmospheres, but negative pressure was held many times and the balloon did not completely deflate. The trek rx catheter was removed with the balloon partially inflated; however no resistance was felt during removal. The procedure was completed with an unspecified alpine stent delivery system. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.